Event description:
Report 4 of 5: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was repeated on the genexpert and gave negative results. There was no report of patient impact.

Manufacturer narrative:
Investigation summary - the complaint investigation for false positive results in the bd pcr cartridges (ref. 437519) kit lot 4143963 was performed by review of customer¿s data and by the complaint¿s history review. Customer reported suspecting five false positive results for the flua target since the curves obtained are unusual showing a linear straight curve instead of an exponential one. Customer provided four print screens showing amplification curves in the cy5 channel for four samples. The flua target (cy5 channel) curve¿s appearance does not suggest a true positive result. The fifth one was of a fluorescence drift obtained in the cy5.5 channel (spc target) with the bd max cpo assay which would not be the cause of a false positive result. There is an indication of a bd pcr cartridges (ref. 437519) issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 5: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. Sample was repeated on the genexpert and gave negative results. There was no report of patient impact.